Event description:
It was reported that when the stent was deployed, it only measured 5 cm in length instead of 7mm. The problem was identified after the stent was deployed, a second stent was required to be deployed as a result. The patient's current condition is unknown; however, additional event info has been requested.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA#p070014. The device remains implanted; therefore, not available. The event investigation is currently underway.